Event description:
Caller reported the advantage system gave a blood glucose result of 286 mg/dl at a time when the customer had symptoms of hypoglycemia. Daughter called ambulance and they tested his blood glucose as 28 mg/dl, 15 minutes later. The customer was transported to a hospital where he was admitted and treated with IV. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined.